Event description:
It was reported that the patient presented in-hospital after receiving an alert. Upon interrogation, the device presented several alerts including eri on (B)(6) 2011, eos on (B)(6) 2011, and extended charge time limit reached on (B)(6) 2012. Three patient notifications were delivered. Based on longevity calculations, the device did not meet expected longevity. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. Based on the device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. The battery was returned to the manufacturer for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.